Event description:
A pt had a ptca procedure in the am, following which she remained on bed rest with the sheaths in place (a dissection of the rca resulted in the procedure being terminated early). At 6:00 pm an angio-seal device was deployed and hemostasis was achieved. However, 3.5 hrs later as the pt was ambulating, bleeding occurred, and approx 1-2 units of blood were lost. The pt was returned to bed. Hemostasis was achieved using conventional methods, and the pt was discharged home the following day.